Event description:
Further follow-up with treating ent surgeon revealed that the cause of the generator "slipping" was a broken suture, which was intended to secure the generator into place. Because there is no evidence to suggest that the reported event resulted in a serious injury, it is believed that this occurrence of generator migration does not meet the requirments for MDR reportability. The device performed as intended and no device failure occurred.

Event description:
Vns patient underwent revision surgery due to device migration, at which time the generator was resecured. Device diagnositc testing approximately 2 1/2 weeks before revision surgery was within normal limits, indicating proper device function. The day after device diagnostic testing was performed, the patient reported to her neurologist that she had a lump under her armpit. X-rays were ordered, revealing device migration. Investigation has been unable to determine the cause of the reported device migration.